Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation, although it is anticipated. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has also reported in the importer mw 2951238 - 2022 ¿ 00451.

Event description:
The customer reports during a laparoscopic total abdominal hysterectomy using thunderbeat, a total of three thunderbeat broke inside the patient with device fragments requiring retrieval. Evens as follows: case with patient identifier (B)(6) reports the first thunderbeat. Case with patient identifier (B)(6) reports the second thunderbeat. Case with patient identifier (B)(6) reports the third thunderbeat. The physician was using the thunderbeat to dissect to uterus. The first thunderbeat that was opened at the beginning of the procedure started malfunctioning (the tip came off). The instrument was taken off the sterile field and another thunderbeat was opened. The instrument tip was removed from the patient¿s abdominal cavity. The malfunctioning of the thunderbeat occurred three times. During the procedure. For all three thunderbeat, the tip fell off and had to be retrieved from the patient¿s abdominal cavity. There were no known adverse effects to the patient as a result of this occurrence. The patient's current condition is reported as discharged home post-procedure. There was no malfunction of the generator used in the procedure. The model and serial number of the generator used in the procedure were not provided when requested. The generator settings used during the case are unknown. When asked if the thunderbeat could be returned to olympus for evaluation the customer responded: I believe they were already picked up. They were sequestered.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to contact with a surgical instrument or the non-insulated area of the grasping section. The detailed mechanisms are as follows: <contact with a surgical instrument> 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. <contact with non-insulated area of grasping section> 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The instructions for use (IFU) states the following: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor the field performance of the device.